Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that patient presented to clinic after receiving an alert. An increase in capture threshold, a decrease in sensing, and a decrease in pacing lead impedance were observed. It was determined that the patient had performed heavy physical activity causing the lead to dislodge. The lead was repositioned successfully and the patient condition was good after the event.